Event description:
It was reported to baxter (B)(4) that one (1) regional analgesia infusor with patient control module was leaking near the flow control. The device was filled with opiates and local anesthetic. The leak was discovered during storage after preparation. No report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one device was received by baxter for evaluation. The reported condition was confirmed; leakage was observed at the junction of the tubing and the multirate module post. The root cause of the reported condition was due to an error made during the manufacturing process. This is a single use device and will not be repaired. A batch review was conducted and revealed that the product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.